Event description:
Adverse event(s): "hyperopic" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A user facility reported that a pt was hyperopic following intraocular lens (iol) implant surgery. The iol was exchanged for the same model, different power iol. The assistant director of clinical services reported that, post-exchange, the pt is doing well and feels her vision is better.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/24/2010, 03/30/2010, and 04/05/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).